Event description:
A medical centre in (B)(6) reported that the upper head casing of an iw930 baby control cosycot infant warmer had cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the defective warmer head assembly of the iw930jeu baby control cosycot infant warmer was not returned to fisher & paykel healthcare (B)(4) for evaluation. Our analysis is accordingly based on photographs provided by the customer. Results: photographs showed that the warmer head assembly was cracked. Crazing and small cracks were found on the surface of the upper head casing. A lot check revealed no other complaints of this nature for lot number 030905. Conclusion: it is likely that the cracking and crazing observed on the warmer head assembly are related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the warmer head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base"; "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces."

Manufacturer narrative:
(B)(4). We are currently attempting to retrieve the complaint device. We will send a follow up report upon completion of our investigation.

Event description:
A medical centre in (B)(6) reported that the upper head casing of an iw930 baby control cosycot infant warmer had cracked. No patient consequence was reported.